Event description:
It was reported that while using a bd facscanto¿ ii erroneous results were reported. There was no report of patient impact. The following information was provided by the initial reporter. Selective error count of trucount beads after acquisition in facscanto ii. Was the event caused by a use error?: no; did the patient/medical provider perceive results to be correct and report them? No; if applicable, is there a confirmatory test standard procedure? Not applicable; was a patient treated based on erroneous results? No; was there any adverse impact to the patient due to the treatment? No; was there any delay in diagnosis or treatment due to this event and if yes, how much? No.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd part # 338962 and serial # (B)(6). Problem statement: customer reported complaint of obtaining erroneous results of trucount beads. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 25nov2019 to date 25nov2020. Complaint trend: there are 9 similar complaints related to this issue of low number of cells when acquiring sample data. Date range from 25nov2019 to date 25nov2020. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6) , file # (B)(4). All the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of potential erroneous results of trucount beads was due to incorrect interpretation of data by the user. An fse (field service engineer) confirmed the instrument had no problems after conducting the proper maintenance checks and tests. The fse found that the data verified was a duplicate and gave an overlap of the results. There was no case, nor work order created for this complaint because the services and resolutions were performed in related complaint for this instrument, wo# (B)(4) and case#(B)(4). Because the instrument was performing as expected, no parts were replaced and requested for evaluation. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. No one has harmed or injured per safety alignment. Troubleshooting procedures can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A, starting on page 181, and page 201 for data issues. The safety risk is low as there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4) (from related complaint (B)(4)). Install date: (B)(6) 2020. Defective part number: n/a. Work order notes: subject / reported: (B)(4) - bd facscanto ii - selective loss of balls. Problem description: selective loss of balls. Work performed: general instrument check and problem diagnosis. Optical bench alignment check and daily routine execution with the customer. Control with balls cst lot 83743 with check performance. The data verified in duplicate gave an overlap of the results. Functionality tests and positive acceptance cause: none solution: none. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part #338960-05ra, version a, bd facscanto ii flow cytometer (daq) fmea was reviewed. The severity rating in this file is an ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no. Item: events analysis. Function: calculates basic parameters from event pulse (height, area, and widths). Potential failure mode: parameters do not change or are calculated incorrectly. Potential effects of failure: incorrect data; potential causes/mechanisms of failure: fpga/dsp; current controls: instrument setup/calibration (qc) fails; recommended actions: n/a; responsible party: n/a; target completion date: n/a; actions taken: n/a; sev: 8; occ: 2; det: 2; rpn: 32. Mitigation(s) sufficient ? Yes / no. Root cause: based on the investigation results the root cause was due to an incorrect interpretation of the acquired data. Conclusion: based on the investigation results, the root cause of erroneous results of trucount beads on the facscanto ii was due an incorrect interpretation of the acquired data. This was confirmed by the fse after conducting instrument tests and reviewing the customer¿s data. This issue was resolved in a related complaint. No treatment or diagnosis was given due to the unexpected results. The safety risk is low as there was no impact to patient. Health or safety.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone#: (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd facscanto¿ ii erroneous results were reported. There was no report of patient impact. The following information was provided by the initial reporter. Selective error count of trucount beads after acquisition in facscanto ii. Was the event caused by a use error? No. Did the patient/medical provider perceive results to be correct and report them? No. If applicable, is there a confirmatory test standard procedure? Not applicable was a patient treated based on erroneous results? No. Was there any adverse impact to the patient due to the treatment? No. Was there any delay in diagnosis or treatment due to this event and if yes, how much? No.